Event description:
Tourniquet inflated. During administration of bier block blanching replaced by return of blood flow to arm. Patient had adequate bier block but hemostasis not present with tourniquet.